Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances greater than 2,500 ohms in several lead configurations. It was alleged that this lead was fractured. It was also stated that the thresholds have been poor. At this time, no surgical intervention or adverse patient effects have been reported.